Event description:
It was reported that partial dissection occurred requiring additional intervention. A 6.0 x 200 mm 200cm ranger drug-coated balloon catheter was selected for use. During the procedure, the sheath had been inserted at a slightly right angle. Although the balloon crossed without difficulty, the ranger could not pass through the sheath and was slowly withdrawn together with the sheath (with the sheath left in place). The second 6.0 x 200 mm 200cm ranger drug-coated balloon catheter was also quite tight but was eventually delivered. Consequently, a partial dissection was noted after the removal of the 2nd ranger drug-coated balloon catheter. As a result, a non-boston scientific stent was placed as a bailout. After the procedure, the sheath was checked and no kinking or other abnormalities were observed. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: the device was not received for analysis despite multiple inquiries regarding return status. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the ranger dcb device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that partial dissection occurred requiring additional intervention. A 6.0 x 200 mm 200cm ranger drug-coated balloon catheter was selected for use. During the procedure, the sheath had been inserted at a slightly right angle. Although the balloon crossed without difficulty, the ranger could not pass through the sheath and was slowly withdrawn together with the sheath (with the sheath left in place). The second 6.0 x 200 mm 200cm ranger drug-coated balloon catheter was also quite tight but was eventually delivered. Consequently, a partial dissection was noted after the removal of the 2nd ranger drug-coated balloon catheter. As a result, a non-boston scientific stent was placed as a bailout. After the procedure, the sheath was checked and no kinking or other abnormalities were observed. There were no patient complications as a result of this event.